Event description:
It was reported that at the clinic follow-up, the right atrial (ra) lead sensing had decreased and the threshold had increased. An ultrasound was performed and showed pericardial effusion. The patient was brought to the lab and a pericardiocentesis was performed, and a new ra lead was implanted. The patient tolerated the procedure well and was in stable condition.